Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor errors and they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer¿s blood glucose level 211 mg/dl. Customer stated that they were stuck in rewind complete or bolus delivery loop. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No prime/fill anomaly and no motor error alarm noted during test. Motor passed motor test. (B)(4).